Manufacturer narrative:
Additional information on the patient has been provided to physio-control. The patient was a (B)(6) year old female, weighing approximately (B)(6).  The patient ID was (B)(6).  The patient had previously been observed for behavioral issues/anxiety and a preexisting seizure disorder.  The patient did survive the event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic patient event record from the device and was able to confirm that the device did power off multiple times during the event; however, the cause of which could not be determined. As a precaution, physio replaced the device's power pcb assembly and main keypad assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had powered off by itself three times during a recent event involving a patient.  The customer advised that they had checked to ensure that both batteries were properly installed and saw no discrepancies.  The crew was able to restore power by turning the device back on each time.  The customer further advised that the reported issue did not impact patient care.  No further details about the patient or the event were provided.   Physio has reached out to the customer in order to obtain additional information; however, no response has been received.